Event description:
We are reporting two failures of the same product that happened within 1 week of each other: on (B)(6) 2020: the feeding tubing was found to have leaked the baby's feeding. After the feeding was complete and the pump turned off, the baby was fussy and acting hungry. It was then discovered his linens soaked in formula under the tubing and ng connection. Some formula was manually pushed through the tubing and it was all leaking out of a crack at the hub. The baby was re-fed through new tubing that was not cracked or leaking (lot# 20200227). On (B)(6) 2020: the feeding tube (neoconnect enteral extension set with enfit connector lot:20200110) leaked medolac feed where it connects to the patient's ng tube when being administered by pump. The health care provider caught the leak early so only a few ml was wasted and new tubing was obtained to deliver the remainder of the patient's feed.

Event description:
74we are reporting two failures of the same product that happened within 1 week of each other: the feeding tubing was found to have leaked the baby's feeding. After the feeding was complete and the pump turned off, the baby was fussy and acting hungry. It was then discovered his linens soaked in formula under the tubing and ng connection. Some formula was manually pushed through the tubing and it was all leaking out of a crack at the hub. The baby was re-fed through new tubing that was not cracked or leaking (lot# 20200227). Six days later. The feeding tube (neoconnect enteral extension set with enfit connector lot:20200110) leaked medolac feed where it connects to the patient's ng tube when being administered by pump. The health care provider caught the leak early so only a few ml was wasted and new tubing was obtained to deliver the remainder of the patient's feed.